Event description:
It was reported that a patient underwent an atrial flutter ablation, and the patient required pacemaker insertion post ablation. The patient needed a pacemaker after procedure. The lower part of the atrium was isolated from the upper part of the atrium. The patient improved after a required extended hospitalization for pacemaker insertion. The physician's opinion on the cause of the adverse event is the procedure and patient condition. Additional information was received which indicated that the patient needed a pacemaker because the patient's sinus node was isolated from av-node. Therefore, the patient did not have a normal conduction in the atrium and had only a slow junctional rhythm.

Manufacturer narrative:
The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).